Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was able to continue using the pump. The caller was advised to reach out again if any malfunction code recurs, and they acknowledged this guidance.